Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 301 mg/dl. Customer stated that there is a delivery anomaly because there was no insulin inside the pump after filling reservoir. The customer performed displacement test and test passed. Customer does not feel comfortable with the pump. Customer was advised that we are replacing pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 51 mg/dl. The customer was treated with 3 glucose and some apple juice. Customer's blood glucose is 66 mg/dl now.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was programmed with multiple bolus deliveries and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. The pump was received with minor scratches on the display window.